Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Device history record review: DHR review revealed no additional information related to the complaint. Risk assessment: a risk review of emblem s-ICD was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert for high impedance (hi) system. The patient has also had untreated episodes due to oversensing of noisy signals. Imaging was performed and there were no obvious anomalies and the electrode to device connection looked appropriate. No sternal wires were present. Technical services (ts) noted a conductor fracture is still suspected and suggested replacing the electrode. Ts noted this s-ICD will beep until the code clears with programming. Ultimately, the electrode was explanted and a new electrode implanted with this s-ICD. No additional adverse patient effects were reported. Additional information was provided a few years later that a code long charge (lc) and charge time (CT) were observed, in addition to an inappropriate shock due to noise and oversensing. Ts suspected the electrode had pulled back into the pocket and shorted this s-ICD when the shock was delivered. The presenting subcutaneous electrocardiogram (s-ECG) appeared nearly flat. Ts recommended obtaining x ray imaging and that this patient emergently get to the hospital for evaluation, ultimately recommending system replacement. Subsequently, this s-ICD system therapy was turned off. Additional information is being requested from the field. No additional adverse patient effects were reported.